Event description:
It was reported that an erroneous parameters detected message was observed. Patient was asymptomatic. Nominal settings were reprogrammed and performed a successful interrogation. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).